Event description:
A male pt underwent initial aaa repair in 2007. The pt had a very short hypogastric, so no iliac leg was placed. One flex main body graft was placed and then one iliac leg graft was placed on the left side. Over time, the seal on the right side was lost because the tissue contained to become aneurismal. In 2008, the physician tried to coil embolize the hypogastric, but there was not enough space, so the physician placed another iliac leg graft, extending the seal zone.

Manufacturer narrative:
Evaluation: each zenith device is shipped with an "instructions for use" (IFU) that lists the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow-up, so that leaks should they occur can be identified and addressed before causing any clinical problems. The device remains implanted and no films were provided to assist in this investigation. An internal clinical review indicated that a distal type I endoleak occurred due to anatomical changes over time and pt anatomy.